Manufacturer narrative:
The certas plus valve (ID 828806) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID: 828806) was implanted to sah (subarachnoid hemorrhage) via v-p (ventricular peritoneal) shunt in (B)(6) 2022 with setting 4. On an unknown date, the patient presented with gait disturbance. The set pressure was changed various settings, however, a ventricular slit developed. The peritoneal catheter was ligated and observed the patient¿s condition. As a result, underdrainage was observed, therefore, the valve was removed and replaced on (B)(6) 2023.